Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device also had moisture damage at the motor assembly and electronic assembly, scratched lcd window, cracked case display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and the buttons were not responding after properly. The customer explained that the esc button was unresponsive, the down and up arrow buttons had to be pressed and held to get a response and the act and b buttons were functioning. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.